Event description:
A complaint of low readings was received on a customer's freestyle papillon flash meter. The customer obtained a reading of 119mg/dl compared to a laboratory reading of 252mg/dl. The readings were taken within a 10 minute timeframe. When plotted on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant.

Manufacturer narrative:
There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.